Event description:
The patient received multiple inappropriate shocks due to double counting and noise on the rv lead. The lead has an impedance of less then 25 ohms. Lead replacement was recommended. (B)(6) 2015 - per (B)(6), several attempts have been made to contact the patient for a follow-up. This system remains actively implanted at this time.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The patient received multiple inappropriate shocks due to double counting and noise on the rv lead. The lead has an impedance of less then 25 ohms. Lead replacement was recommended. On 2/24/2015, several attempts have been made to contact the patient for a follow-up. This system remains actively implanted at this time.